Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 592 mg/dl at the time of the incident. Customer was trying to take a bolus when she received a no delivery. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set and reservoir for analysis.